Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
He patient reported a lot of pain at the implant site. The pain was so bad that they could hardly move. They had to take pain pills and it helped with the pain. The patient had tried adjusting their stimulation but still felt the pain. The pain had gotten so bad it was unbearable, this occurred daily. The patient had a fall about two weeks ago. The even date was noted to be in (B)(6) 2016. Additional information was received from the patient on (B)(6) 2016 stating that they put pressure on the stimulator but they still had pain there when they stretched or moved just right. It burned so they put on burn ointment and at night when roll over. The pain at the implantable neurostimulator (ins) site had not been resolved, they still had pain bad at times but they had not moved on x-rays yet. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.